Event description:
It was reported that the wire guide from a neff percutaneous access set broke. The device was required for minimally invasive interventions such as cardiac intervention and cerebrovascular intervention related to tumors and peripheral vascular disease. During use of the neff set, the cannula sheared the wire guide, and the wire broke. Use of this device was stopped immediately, and a new, like-device was obtained to successfully complete the puncture and interventional surgical treatment. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - customer (person): phone: (B)(6) g4 ¿ PMA/510(k) #: exempt h3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Additional information was provided clarifying that the wire guide did not unravel. It was reported the wire guide bent. There is no evidence to suggest that the reported device failure, "wire guide was bent" would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.